Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 24-jul-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 01-feb-2022, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 01-feb-2022, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 24-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the patient was having a head MRI for a possible stroke. It was unknown if it was related to the device or therapy. It was reported the patient was implanted the week prior. No further complications were reported or anticipated.